Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 76 mg/dl at the time of the call. The customer stated that their insulin pump would not alarm the customer to inform them that they are experiencing low blood glucose levels until they are at 20 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.